Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure 0.115" in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring or melting. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was torn apart. The procedure was completed with no known impact or patient consequence reported. No fragment fell into the patient. A procedure delay of 15 minutes was reported.